Event description:
Customer alleged a sterrad nx sterilizer cycle passed; however, there was residual peroxide on top of packages inside the chamber. A female employee grabbed the packages from the unit and received chemical burns on her hands along with discoloration. The employee went to the emergency room. Medication was not prescribed.